Event description:
Pt was revised to address hip pain. Doi: (B)(6) 2009 - dor: (B)(6) 2011 (left side).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.